Event description:
The pt reported that she received an e10 (cartridge error) message on her insulin infusion device. To troubleshoot, the pt was instructed to disconnect from the device and remove the battery. The pt confirmed it was the correct type of battery and had been in use for about 1 week. The pt was instructed to go to the 'change the cartridge' menu. While there, the infusion device continued to display 'returning piston rod but the piston rod was not moving, and the device was noisy. The device then again displayed the e10 message. The pt was not able to get the device reset to 315 units. The pt will switch to her backup infusion device. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.